Manufacturer narrative:
Intraserous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain,") and genital haemorrhage ("heavy bleeding") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included eye degenerative disorder, breast tenderness, upper respiratory infection, sinusitis, menses irregular and tobacco user. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity, yeast infection, irritable mood, lung neoplasm, pharyngitis, bronchitis, r sciatica, muscle spasm, lumbar scoliosis, lumbar anterolisthesis, degeneration of lumbar or lumbosacral intervertebral disc, synovitis, edema, gestational diabetes, uterine bleeding, anxiety, energy decreased, hot flushes, night sweats, bruising, short tempered, emotional problems and asthma. Concomitant products included bacitracin, fluconazole (diflucan), medroxyprogesterone (depo provera), paracetamol (tylenol 8 hour), prednisolone and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue,"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced diplopia ("double vision") and dry eye ("dry eyes"). In (B)(6) 2015, the patient experienced mood swings ("mood swings"), feeling abnormal ("brain fog"), dyspareunia ("dyspareunia (painful sexual intercourse)") and mental disorder ("mental issue"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced rash ("rashes,") and weight increased ("weight gain"). In 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("low back pain"), arthralgia ("joint pain/ hip pain"), abdominal pain ("abdominal pain") and dysgeusia ("metallic taste in mouth"). The patient was treated with antibiotics, caffeine and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, feeling abnormal, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, diplopia, dry eye, fatigue, weight increased, alopecia, mental disorder, back pain, arthralgia and abdominal pain outcome was unknown and the genital haemorrhage and dysgeusia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, diplopia, dry eye, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, mood swings, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details: both ostia were visualized. Bilateral essure micro· insert placed successfully into the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described/confirmed in patient¿s medical records: abdominal pain, nausea, genital haemorrhage, headache, fatigue, back pain, arthralgia, dyspareunia, vaginal haemorrhage, alopecia, mood swings, dysmenorrhoea, tooth disorder, feeling abnormal, dysgeusia, vaginal discharge. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received- new event mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginal infection, apareunia (inability to have sexual intercourse), brain fog, rashes, bladder problem, urinary problems, migraines, headaches, nausea, dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, double vision, dry eyes, fatigue, weight gain, hair loss, mental issue, low back pain, joint pain, abdominal pain, metallic taste in mouth, heavy bleeding were added. New reporter, patient information, lab data, concomitant and historical condition were added. Treatment, concomitant and historical medication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery to remove the device") in a female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 2 years 1 month after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.